Manufacturer narrative:
Product analysis: analysis was able to confirm the reported telemetry issue; the programmer would not interrogate non-wirelessly. Analysis also noted that the stylus was working intermittently and the electrocardiogram (ECG) connector was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete device telemetry. It was noted that multiple programming heads were used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.